Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified brachial vein. An 8.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured at the middle part. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was in good condition.